Event description:
It was reported that 30 bd microtainer® tubes with k2e (k2edta) experienced missing additive. The following information was provided by the initial reporter: customer report after withdraw the blood, nearly 10 patients's blood clotted in the reservoir, patients need to be re-withdraw the blood. Local sales then visit customer and found nearly 20ea microtainer seems without additive. Actual samples will be return.

Manufacturer narrative:
Additional information: this complaint is associated to field action # 2243072-05/09/2019-007-r. Recall summary: bd is conducting a voluntary medical device recall for multiple lots of the bd microtainer® tube w/ bd microgard¿ closure, k2edta additive, based on confirmed complaints of reduced additive within the tube reservoir. Product and scope: bd microtainer® tube w/ bd microgard¿ closure, k2edta additive, catalog#: 365974, are used to collect, transport and store skin puncture blood specimens for hematology tests, or for tests utilizing serum or heparinized plasma. Description of issue: the referenced lots have been confirmed to have reduced or no additive within the tube reservoir. Bd pas identified this issue thru the bd complaint investigation system. Summary table of the # of complaints and mdrs in scope: per 806 # 2243072-05/09/2019-007-r dated june 5, 2019 there were a total of 2 complaints and 2 mdrs within scope at the time the field action was made. Hhe summary: this issue may develop visible clots within the tube samples or micro clots that are not easily detected during visual inspection of the tubes. As a result, this may lead to recollection of samples or, re-testing of patients, resulting in delayed reporting of test results and patient treatment. Additionally, if a micro clot is undetected, it may contribute to inaccurate cell counts including platelet, and hemoglobin levels that could potentially produce erroneous results that impact patient treatment. This may lead to moderate health hazard to patients. Investigation summary: evaluation of complaint samples confirmed that additive was not visually present inside the tubes. Subsequently, retention lot samples from prior and post manufacture of the complaint lot were tested and confirmed the defect was limited to (B)(4) lots manufactured from january 2019 to february 2019. Bd pas has initiated CAPA (B)(4) to further investigate this issue and implement corrective actions. Recall reference #, either bd internal or res/z#: bd recall #: pas-19-1526.

Event description:
It was reported that 30 bd microtainer® tubes with k2e (k2edta) experienced missing additive. The following information was provided by the initial reporter: customer report after withdraw the blood, nearly 10 patients's blood clotted in the reservoir, patients need to be re-withdraw the blood. Local sales then visit customer and found nearly 20ea microtainer seems without additive. Actual samples will be return.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing additive with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to missing additive was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met. Bd has initiated further investigation relating to this issue through CAPA#896640. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for missing additive with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and missing additive was observed. Further investigation has been initiated through CAPA#896640. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#896640 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 bd microtainer® tubes with k2e (k2edta) experienced missing additive. The following information was provided by the initial reporter: customer report after withdraw the blood, nearly 10 patients's blood clotted in the reservoir, patients need to be re-withdraw the blood. Local sales then visit customer and found nearly 20ea microtainer seems without additive. Actual samples will be return.